Event description:
The event involved a tego¿ connector where the customer reported that at the initiation of dialysis, the tego connector presented an obstruction, with no blood return and resistance to infusion. Upon removal of the connector and testing of the catheter, it showed good flow. The tego was then replaced, and dialysis was resumed with a blood flow rate (bfr) of 350 ml/h, as per medical prescription. This issue had been leading to the need for tego replacement before 7 days. It was also reported that the connector was placed on (B)(6) 2025 and the issue was noted 04-jun-2025. The customer further stated that the tego presented obstruction, with signs of rupture such as no blood return and resistance to infusion. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The complaint of no flow / can't prime / difficult to prime on item 055-d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was conducted and no non-conformities were found that would have led to the reported condition on the complaint. Additional contact information - distributor: medcorp saúde e tecnologia ltda (B)(4). Rua arminda 93 - 3º andar, vila olimpia, são paulo, priscila.yokota@medcorpnet.com.br, +011(551)138498992.